Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that screen of insulin pump went blank and rewind more than once per prime. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had several no delivery alerts, battery life was six days, slower and louder during rewind and had to change battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Unable to verify change/battery lasts less than expected anomaly due to no battery received with device . No battery power loss anomalies, battery anomalies, rewind anomalies, prime/fill anomalies, blank display anomalies or motor noise anomalies during testing.